Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the tech went through the case normally as done in the past. When the tech took the initial scout image, it seemed to lag a little bit longer than it usually did, but then eventually exposed and he proceeded the case as usual. The images displayed fine on the navigation system, and the surgeon was able to view the images off the mobile view station (mvs) fine. After the case was finished, the tech unplugged the imaging system from the navigation system. When the tech tried to send the images, the thumbnail was completely blacked out. The site was able to send the dose report, but none of the spin images sent through. The likely cause was noted as a connection issue. The site kept getting a dicom send error. The tech had restarted the machine 3-4 times to see if that resolved the issue which it never did. The site tried to send previous cases to electronic picture archiving and communication systems (pacs) which crossed over just fine, and every other case the tech did both post and previous to this one, sent to pacs with no issues. The site also tried burning it onto a cd to isolate it to the system, which also did not work. No patient presence was reported.

Manufacturer narrative:
No products have been received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID #: bi71000164. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.